Manufacturer narrative:
Qc and system information are not available. Sample collection and centrifugation information has not been provided. Service was not dispatched. A clear root cause can not be determined for this event based on the information provided. This reportable event is related to previously submitted MDR 2122870-2011-00207.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining reactive toxoplasma igm results on one patient which was discordant to another methodology. The result was reported out of the laboratory. Unknown if patient treatment was impacted by this event.